Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation details: the visual inspection shows that, the seal still loaded inside the deployment tube, tension spring still loaded inside the deployment tube and the plunger was depressed. Therefore, the complaint is confirmed based on how the seal was received. A lhr review was completed for the product, there was no nonconformance associated with the lot number.